Manufacturer narrative:
(B)(6). The reporter¿s complete address was not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold the 0.6mm k-wire, ran rough and had vibration. It was determined that the clamping components that held the wire and bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on the mechanical components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a closed reduction and k-wiring of the hand fracture surgical procedure, it was discovered that the quick coupling device was not functioning properly. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.